Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided the customer administered a correction injection via multiple daily injections (mdi) and required assistance from a nurse to manage the issue. Despite the malfunction, there was no reported injury, and the customer did not test for ketones. Technical support addressed the problem by arranging a replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.